Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of air or water flow being ineffective was confirmed, due to a clogged nozzle. In addition to evaluation, the light guide rod lens was cracked. The bending tube was deformed. The switch 1 had wear and tear. There was a white dot visible on a black background. The c-board malfunctioned without any visible damage. The angulations were out of specification. The insulation distal end resistance value was out of specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, the evis exera iii colonovideoscope air or water flow was ineffective. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged by a dark-colored material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a solid, black foreign material that was clogged in the nozzle, and was presumed to have originated from a patient - however, the material was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was there confirmation of any deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.